Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery before and after a battery change. Customer's blood glucose was unknown at the time of incident. Troubleshooting explained alarm and advised customer to clean the battery contacts and the display returned. The customer also mentioned that they have a black circle on the pump and cannot rewind the pump. Troubleshooting found that the customer cannot bolus using the pump. No further details given.